Event description:
The customer reported the evis exera iii colonovideoscope was incorrectly reprocessed. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
A reprocessing in-service and observation at the hospital was completed by an olympus endoscopic support specialist (ess) on (B)(6), 2023. During the observation the ess observed the staff member during beside cleaning only perform the air water adapter cleaning steps. They did not perform the suction steps or the flushing of the auxiliary water. The customer was informed of the correct way to reprocess the scope according to the instruction for use (IFU).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the difference in recognition on device handling or reprocessing steps between the olympus recommendation and the user facility. Olympus expert staff has already conducted training on appropriate device handling for the user facility. The user can prevent the suggested event by handling the device in accordance with the following instructions for use (IFU): preventive measure is described in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. It is recommended that the user facility contact olympus for repair when an abnormality of the device such as leakage/damage is detected ¿ the user facility is furthermore encouraged to contact olympus should they have questions or uncertain steps, so that observation/training may be provided. Olympus will continue to monitor field performance for this device.